Event description:
It was reported that patient presented in-clinic after patient notification was delivered for high, out of range, high voltage lead impedance. Programming changes were recommended. The patient notifier was switched off and patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.